Manufacturer narrative:
X-ray image confirms rod break (l5-s1). Product has not been returned. Multiple attempts have been made to have the product returned for evaluation. No further evaluation of the product can be completed at this time. Labeling notes, warnings and precautions include the following: there are many biological and mechanical factors that affect the longevity of these devices including anatomical stability, patient activity level and patients compliance with post-surgical instructions. These internal fixation devices are load sharing devices that hold bony structures in alignment until healing occurs, if healing is delayed, or does not occur, the implant may eventually disassemble, loosen bend or break. In conclusion, there are no material non-conformances on the part number. Actual device has not been evaluated. Length of implantation and material fatigue may have contributed to the event, but no conclusion can be drawn at this time. The root cause is unknown.

Event description:
Index procedure was a t10 ilium degen scoli case from (B)(6) 2016. It was discovered during a routine follow up that a rod was broken. On (B)(6) 2019 patient underwent revision surgery for rod breakage at the caudal end of the construct between l5-s1. The revision consisted of cutting the rod, removing a screw and extending the lateral connectors to t4. No patient injury reported with this event.